Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode. Upon interrogation, noise and oversensing were observed on both the atrial and ventricular channels. This resulted in four seconds of asystole. It was noted the oversensing was observed after an ablation procedure was performed. The sensitivity was reprogrammed. No additional adverse patient effects were reported.